Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified no issues. The stent struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that hypo tube was broken 541mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found a kink at the guidewire entrance port. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Upon introduction of a 3.50 x 38 synergy ii drug-eluting stent, it was noted that the stent was deformed before it was placed inside the guide catheter. The procedure was completed with a different stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Upon introduction of a 3.50 x 38 synergy ii drug-eluting stent, it was noted that the stent was deformed before it was placed inside the guide catheter. The procedure was completed with a different stent. No patient complications were reported and the patient's status was fine.